Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a female patient (age unknown) in sudden cardiac arrest, the device failed to analyze the patient's heart rhythm. Complainant indicated that the clinician changed the electrode pads, turned the device off, and turned the device on to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device's multifunction cable and CPR-d adapter were replaced as a precaution. The device was recertified and returned to the customer. Review of the device logs show occurences of "cable fault" messages that are linked to the customer report. However, this is not indicative of a device malfunction, but rather an accessory connection issue. The multifunction cable and CPR-d adapter were returned to zoll medical corporation for testing and no discrepancies were found. The associated electrode pads were not available for evaluation. Analysis for reports of this type has not identified an increase in trend.